Event description:
The account alleges that when pressurizing the saline bag for a hemodynamic pressure monitoring procedure, leakage occurred from the a-line tubing connector. The connector was damaged. The device was replaced. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.